Event description:
It was reported to covidien on 10/23/2009 that a customer had an issue with a hypodermic needle. The customer reports that the clinician gave the pt a flu injection, and went to pull the needle out of the pt's left arm, and the metal needle came apart from the plastic hub, leaving the metal needle in the pt's arm. The needle was pulled out of the pt with no injury to the pt.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded. (B) (4).